Manufacturer narrative:
Referencing quality notification # 201691136. Continued monitoring of all complaints of this type will continue to be conducted. No further corrective or preventive actions are planned.

Event description:
Pigmentation, blue/gray discoloration of the mucosa. According to the clinician, the discoloration is not amalgam tattoos.